Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump was infusing intravenous immunoglobulin (ivig) and stopped running and improperly shutdown during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.